Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the medium-large clip applier instrument to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted cholecystectomy procedure, the patient experienced a bile leak that required reoperation. During the initial robotic procedure, two clips were applied to ligate the cystic duct, and both appeared to be properly closed at the time of the procedure. The patient was brought back to the operating room (or) the day after due to a bile leak. It was found that one clip was still clipped to the duct, but bile was leaking through it. The other clip was missing.